Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient underwent a skin revision surgery (specific date not reported) in order to replace the abutment.

Manufacturer narrative:
This report is submitted on july 06, 2023.